Event description:
It was reported that the customer's health care provider made changes to the carbohydrate ratio setting. Customer entered 60g of carbs for lunch and the pump recommended a 42.86 unit bolus. Customer delivered the bolus but felt that the bolus value was high. During troubleshooting with tandem technical support, customer was directed to health care provider to confirm if this was the correct setting for the customer. Pump history was also reviewed and indicated that due to the max bolus setting, only 25 units of the bolus had been delivered. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.